Manufacturer narrative:
External insulation abrasion was noted at 13.1-13.4cm from the connector pin, consistent with lead friction to the device can. The outer coil was exposed at this location, consistent with the field observations of noise and high threshold.

Event description:
New information received notes that the lead was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for device check, noise was observed. Review of stored egm revealed non-physiological signal deflections and out-of-range auto-capture measurements. Further tests to evaluate the leads and programming changes to avoid inappropriate therapy until resolution were recommended. No further information was available.